Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the dilator was frayed. During a pulmonary vein isolation (pvi) procedure to treat atypical flutter and paroxysmal atrial fibrillation (paf), a faradrive sheath was selected for use. It was observed that the tip of the dilator was frayed. The physician chose to use the original dilator and completed the procedure successfully without patient complications. The device is expected to be returned for analysis.